Event description:
It was reported that a pump was replaced due to "pocket erosion". Following replacement patient experienced a pocket erosion again. No further information could be obtained. A follow-up report will be sent if additional information becomes available.